Event description:
The following information was provided: revision mrh due to infection. Washout procedure and minor revision. No stryker representative present. Informed by nursing staff after the event.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.